Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited episodes of under-sensing. No intervention was performed due to patient death. There were no allegations that the patient's implanted devices caused or contributed to the patient's death.